Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. No visible damage was found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. It could be found air alarms in the device history. No other abnormalities could be detected. The reason for the air alarms could not be clarified. 2.4 for checking the air-sensor, a space line was filled with water and was inserted in the infusomat. With the operating unit closed, a value of 37 mv (rated value < 100mv) was measured for the air and a value of 1642mv (rated value between 1100mv - 2250mv) was measured as water equivalent. All measured values are within our specification. Furthermore, the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. The air bubbles were detected as specified. 2.6 during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. A malfunction of the air sensor could not be detected.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "pump did not detect air" according to the customer: "infusomat pump did not detect air mid infusion - line not kept and no further details given."